Manufacturer narrative:
Infutronix followed up with the distributor three times about the affected administration set return status. No return information was received. The complaint will be closed as no device is returned. The reported issue could not be confirmed.

Event description:
This is a follow-up for the initially filed mdr3011581906-2020-00024.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported the following on behalf of a patient end user : "tubing broke off where it connects with the pump." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.